Manufacturer narrative:
The lot number is unk; therefore, a review of the sterilization and lot history records could not be performed.

Event description:
The user facility reported the vitrectomy cutter would not cut at either 3000 cpm or 5000 cpm. The cutter was replaced with another and completed the surgery with no pt injury reported.